Event description:
On (B)(6) 2010, a pt underwent an open rotator cuff surgery using an opus smartstitch m-connector. The physician used the device successfully to pass the first set of stitches. When the physician went to pass the second set of stitches, the device would not pass the stitches. The physician then noticed that one of the tips of the needles was missing from the device. It is unk whether the tip is in the pt or not.

Manufacturer narrative:
The device is returning to arthrocare for eval. Once the devic eval and lot history review are completed, a follow-up report will be provided. (B)(4).